Manufacturer narrative:
The device, intended to be used in treatment, has been returned for evaluation. A visual inspection reported the outer casing was broken. The functional evaluation reported that the device failed to; start up correctly and charge, maintain negative pressure and generate alarms under the expected conditions, establishing a relationship between the device and the reported event. The root causes identified as a defective mainboard, a defective dc inlet port and a defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that case of the device was found cracked and during service evaluation, the following issues were noticed in renasys go pump: it was unable to start up correctly, was not free from critical errors, was unable to operate on ac or battery power, was unable to generate and control negative pressure and was unable to generate alarms under expected alarm conditions. As this was noticed during service and repair activities, no patient was involved.